Manufacturer narrative:
The provided event information reasonably suggests the device issues pertained to the patient¿s previous implantable neurostimulator (ins) and current ins. A manufacturer¿s report was sent on each ins. Concomitant product: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) in the patient's buttocks would spasm when it got cold. This issue started occurring with the patient's previous ins, however the patient indicated the issue continued to occur with the current ins. There were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome, post lumbar laminectomy syndrome, multiple back operations, non-malignant pain, and complex reg pain syndrome type ii. The patient's medical history included diabetes.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the patient had not been seen and that this was the first time they were hearing of the issue. If additional information is received, a follow-up report will be sent.